Manufacturer narrative:
Patient information refused by the site. This event occurred simultaneously with an imaging system event previously reported under 1723170-2018-00769. The cervical probe was returned to the manufacturer for analysis. Analysis found that the returned probe was in good condition with no apparent physical damage. Markers were attached and fully seated. The instrument passed all testing and no failure was found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred intra-operatively of a sacroiliac and thoracolumbar procedure. It was reported that the cervical probe tip was bent at about" 5-10 degrees c." No impact to patient and less than an hour of delay were reported.